Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had reservoir leak. The customer¿s blood glucose level was unknown at the time of the incident. The customer's blood glucose is normal, didn¿t require medical treatment. The customer complained that the new reservoir leak insulin. The customer has three infusion sets which have same problem. The reservoir will not be returned for analysis.